Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. Battery voltage - pre/approaching eri. Weekly trend in save to disk data shows min bat=2.75 to 2.71 volts between (B)(6) 2011, is before device eri<= 2.62 volt. The device was returned and analyzed. The battery depletion was found to be normal and met 80% of expected longevity.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - pre/approaching eri. Weekly trend in save to disk data shows min bat=2.75 to 2.71 volts between (B)(4)-2011, is before device eri<= 2.62 volt.

Event description:
It was reported that the device indicated elective replacement indicators (eri) before the battery reached actual eri voltage. The device was explanted and replaced. No patient complications have been reported as a result of this event.